Manufacturer narrative:
(B)(4).(B)(6). Concomitant medical products: stent: multiple promus or promus element, taxus. Unique device identifier (UDI): in the absence of reported part and lot#, UDI cannot be provided. There was no reported device malfunction and the product was not returned. The reported patient effects of angina, myocardial infarction and stenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular drug eluting stent in the us.

Event description:
Part 1 [(B)(4)] : it was reported that on (B)(6) 2013 a 3.5 x 8 mm promus stent was implanted in the saphenous vein graft to second obtuse marginal coronary artery as treatment for a dissection. On (B)(6) 2016, the patient presented with chest pain and elevated enzymes. A myocardial infraction was diagnosed and the patient was hospitalized. On (B)(6) 2016, angiography revealed 99% in-stent restenosis (isr) and was treated with balloon angioplasty. Post procedure there was 0% residual stenosis. On (B)(6) 2016, the event was noted to be resolved and the patient was discharged on aspirin and clopidogrel. No additional information was provided.